Event description:
It was reported that during preparation for a ptca procedure, the stent dislodged from the liberte' monorail coronary stent delivery system. According to the customer, "when the dr was preparing the stent outside the pt, he noticed that the stent had dislodged from the balloon and was trapped in the protecting wire that comes with the stent and which is removed right before being inserted into the pt. Consequently he put the stent aside and continued the procedure with another liberte." The lesion was located in the left anterior descending (lad) coronary artery. The event occurred outside of the pt and the device was not used. No pt injuries or complications were reported. Pt status is reported as "fine".